Event description:
Complainant alleged that during inservice training by a zoll sales rep, the device inappropriately displayed message code "release button". The complainant indicated that there was no patient involvement in the reported failure.